Event description:
It was reported that when applying the clip on the hepatic artery the clip broke in half. Two pieces were found and retrieved. The physician stated that the same event occurred two other times in different facilities. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73f1800084 was manufactured on 06/11/2018 a total of 11,466 pieces. Lot was released on 06/15/2018. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot# 73a1900620, the samples were functionally inspected, and during the inspection issue reported "clip broke while ligating" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when applying the clip on the hepatic artery the clip broke in half. Two pieces were found and retrieved. The physician stated that the same event occurred two other times in different facilities. There was no patient injury.